Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) displayed an ongoing ventricular fibrillation episode for approximately 1 month. Review of the patient's egrams demonstrate a normal sinus rhythm. The patient did not report any symptoms during that time frame. A save to disk was performed, was reviewed by guidant's engineers, and revealed multiple memory errors that were resonsible for the episode. As therapy availability could not be confirmed, guidant recommended explanting the device, and to return it for analysis.